Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The infusion was started on (B)(6) 2023 at 06:12 pm. On (B)(6) 2023 at 03:40 am the pre alarm "battery near empty" occurred. 30 minutes later the alarm "battery empty" occurred and three minutes later the pump switched off by itself and the infusion stopped. No other abnormalities were found in the device and alarm history. 3. Judgment: 3.1 the complaint could not be confirmed. Based on the device and alarm history, no malfunction of the device was found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "nuh-8713030-sn(B)(6)-alleged pumped auto" according to the customer: "pump was supposed to be running a therapy but was found to be shut down and having a volume discrepency".